Event description:
It was reported that a premature battery depletion was suspected. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings a longevity calculation was performed and was found to be within the expected limits.